Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The patient is a new tandem t-slim pump user which is not communicating properly with the dexcom because of frequent signal loss. The patient experienced a hypoglycemic episode and because his cgm was in signal loss, he and his four followers were not alerted his blood glucose had dropped. The patient experienced sleepiness prior to losing consciousness. His son was unable to contact him and called the staff at the senior living facility where the patient resides. The staff found the patient and called emergency medical services (ems). The patient was treated with IV glucose, oxygen, and transported to the hospital where he was admitted. Per ems, the patient¿s bg was 39 or 45 mg/dl. At the time of the call, the patient was still hospitalized, his bg was 400 mg/dl, and he was receiving insulin injections as his t-slim pump had been removed by the paramedics prior to transportation to the hospital. The patient was released from the hospital the day after this report and recovered at home. The sensor had been inserted into the abdomen at the time of the event. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.